Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced after it had migrated from the original implant location. The physician reportedly damaged the ICD during explant. It was also reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had exhibited high impedance. The lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis also indicated rv (right ventricular) and superior vena cava (svc) defibrillation coil impedance was beyond the expected upper range. Impedance on the pacing portion of the lead was also beyond the expected upper range. Two hundred eighty (280) sic were observed since (B)(6) 2015. During the week ending on (B)(6) 2013, svc coil impedance spiked to 254 ohms up from a trend in the 50-60 ohm range and is variable, at times dropping to 48 ohms and rising to 254 ohms. During the week ending on (B)(6) 2015, rv coil impedance spiked to 254 ohms up from a trend in the 30-50 ohm range and is variable. During the week ending on (B)(6) 2015, pacing impedance spiked to 404 ohms up from a trend in the 200-300 ohm range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.